Manufacturer narrative:
The alleged behavior is rare, sporadic and not reproducible on customer site. Attempts to reproduce the allegation have thus far failed due to the unavailable log files. Attempts to reproduce the allegation have been unsuccessful. No misadministration occurred in this case. However, this type of complaint will be monitored for recurrence. No additional follow-up to this MDR is expected.

Event description:
The customer reported that the mlc update does not invalidate dose. No pt injury reported, and no pt data provided.